Manufacturer narrative:
Additional information was received that the physician did not suspect the infection to be device related.

Event description:
A report was received that the patient was admitted to the hospital due to an infection in the neck and the cause was unknown. It was also reported that the infection was near where the lead was implanted in the neck, but was not stated that it was in the epidural space. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model: sc-2218-70 serial: (B)(4) description: linear st lead, 70cm model: sc-1132 serial: (B)(4) description: precision spectra implantable pulse generator model: sc-4318 lot: 18367052 description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was admitted to the hospital due to an infection in the neck and the cause was unknown. It was also reported that the infection was near where the lead was implanted in the neck, but was not stated that it was in the epidural space. The patient was prescribed antibiotics.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to an infection in the neck and the cause was unknown. It was also reported that the infection was near where the lead was implanted in the neck, but was not stated that it was in the epidural space. The patient was prescribed antibiotics.